Manufacturer narrative:
Patient identifier not provided ((B)(4)). Age at time of the event, date of birth not provided. Patient sex not provided. Patient weight not provided. Device product code not available. Lot number not provided. Device manufacture date unavailable.

Event description:
Doctor indicated unk 3i screw fractured inside the implant and implant was removed.

Manufacturer narrative:
A full osseotite tapered implant ((B)(4)) was returned. The subject screw was not returned for inspection. There were no fragments of the reported fractured screw in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant indicated that the screw fractured inside the implant and implant was removed. The complaint could not be verified, as the subject screw was not returned for visual or physical inspection. A definitive root cause could not be identified.